Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported not feeling stimulation. The patient has tried turning stimulation down to "nothing or cramping" and turning it up, but as soon as the patient moves they had to turn it down. Additionally the patient reported an allergic reaction to tegaderm. The patient stated that they experienced redness, burning, and itching from the "tape." A follow-up phone call with the patient indicated that the patient had been in a "car accident and that is why [the patient] was not feeling it." The manufacturer representative changed the batteries and everything is fine. The patient also stated that the rash from the tegaderm is also going away. The patient reported that the ens was having dramatic results in terms of her bladder volume. According to the patient, prior to the start of the trial when the patient would catheterize she would experience between "75 ccs and 125 ccs. One time it was 225 cc." Once the patient started with the ens it was 200-400 ccs, "even went up to 500 ccs, which doubled and it was dramatic." The patient reported that in the car accident mentioned above the batteries were knocked out "of the whatever you want to call it." As a result of the batteries being knocked out the patient stated that the ens did not work for half of the trial, but the "she had it again working the last couple of days." A patient reported they were in a motor vehicle accident about 3 days after the trial electrodes were implanted. The patient thought the electrodes moved a little bit which could be affecting stimulation. The patient noted they wanted to have a revision someday so they could potential fix the electrodes. There were no further complications that have been reported as a result of this event. The indication for use is unknown.